Event description:
The company representative reported to olympus on behalf of the customer that during hysterectomy, two ultrasonic surgical devices' jaw and tip fell off and was retrieved. There were no reports of patient or user harm associated with this event. This report is related to patient identifier (B)(6).